Event description:
It was reported that during a procedure with this slimline fiber, it was fractured at the body. The procedure was completed by switching to plasma electronomy with no reported complications.

Event description:
It was reported that during a procedure with this slimline fiber, it got fractured at the body. The procedure was completed by switching to plasma electronomy with no reported complications.